Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail reusable laser fiber was used during a ureteroscopy with laser lithotripsy procedure to treat stones in the ureter, performed on (B)(6) 2022. The laser unit used was an auriga xl laser console. During the procedure, when the laser fiber was inserted through the working channel of the scope it was broken. Another lighttrail reusable laser fiber was used to attempt to break the stone. The procedure was unable to be completed, as the stone was too large and hard to break with the laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The complainant indicated that the device is retained and not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.